Event description:
We utilized a 1.25mm boston scientific rotapro burr. It was tested outside of the body. Once inside the coronary, upon the single pass, the burr dislodged from the catheter in the coronary. FDA safety report ID # (B)(4).